Event description:
Customer was hospitalized for low blood glucose levels. Wife stated that customer was connected while priming pump prior to hospitalized. It was also reported that time and date were incorrect in pump. The proper priming method along with the significane of incorrect programming in pump was explanted to wife.